Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600d digital microscope. Panasonic dmc tz8 digital camera. We made a visual inspection of the set screw and the pedicle screw. The hexagon of the set screw is without notable damages. The bottom of the screw shows the typical circular wear marks of a screw, which was tightened over an incorrectly applied rod. The wear on the inlay of the pedicle screw is a further indication of a tilted rod: the left side is matte and the right side is shining, scrubbed by the rod. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: the wear marks on the bottom of the screw and the inlay of the pedicle screw are sure indications for a incorrectly applied rod. This means, that the rod was not flush completely with the inlay of the pedicle screw. So the prescribed torque seems arrived, although the rod is not in the correct position down in the inlay. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The cap has come away from the screw. The patient had an infection so it all had to be removed. The original case was originally implanted on (B)(6) 2017. Components in use listed as cocomitant devices are: sw790t / s4 set screw new version. Sw776t / s4 poyaxial screw 6.0 x 45mm.